Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that 3 weeks after the device was implanted a dog jumped up on the patient and pulled the ins down to their groin w/ their paw. Patient said the device had to be put in a new pocket. Patient said they have a genetic faulty collagen issue.

Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.